Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a disconnection in the cable unit, the endoscopic image could not be displayed, and there was damage to the cable unit. Based on the results of the investigation, due to a disconnection in the cable unit, the endoscopic image could not be displayed, and there was damage to the cable unit, which was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head no longer worked. The issue occurred during setup/inspection for use (during setup in the room, before the patient was in the room). There were no reports of patient involvement.